Manufacturer narrative:
Concomitant medical products: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that, as the surgeon was loading a cc4204a intraocular lens, diopter +21.0, in preparation to implant into the patient's eye, the lens got stuck in the injector. Reportedly, there was no patient contact with the lens. Attempts to obtain additional information have not been successful.